Event description:
In 2006, the patient was implanted with three (3) gore excluder aaa endoprostheses to treat an infrarenal aortic aneurysm of 9.11 cm. In 2008, CT scan showed infrarenal aneurysm size of 11.5 cm. The next day, the patient underwent endograft explant and an open repair for the aneurysm. The gore excluder aaa endoprosthesis aortic extender component that was originally implanted was left and sutured in place. It was noted that the aneurysm went up to the renal arteries. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please not additional device implanted: pxc141200.